Manufacturer narrative:
These complaints were realized after a review of literature publications.

Event description:
It was reported that following an ablation procedure multiple patient's experienced hydrocephalus, expressive aphasia, mild hemiparesis, sensory disturbances, deep vein thrombosis, pulmonary embolus, death, and intracranial hemorrhage. If additional information is received, a follow up report will be submitted.